Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand.customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Technical support provided pump reset instructions, assisted caller with successfully resetting pump, confirmed that malfunction did recur. Customer will continue to use current pump; will rely on alternate method if necessary. Technical support planned to replace the pump.